Manufacturer narrative:
This report is made based on the results of evaluation completed on 01/31/2012. A review of the black box showed that several unexplained power events had occurred. There was no damage found to the battery compartment or cap. The battery cap was tested and no defects were found. The pump was exercised for 24 hours without issues. The pump was opened and no defects were found with the power circuit.

Event description:
The pump was returned for a cracked battery compartment. During evaluation, the damage to the battery compartment could not be confirmed and rebooting was observed in the pump black box. This report is made based on the results of evaluation.